Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the pilot coil for the solenoid is defective. Additional malfunction is the sieve bed is saturated.